Event description:
Information received by medtronic indicated that the insulin pump had crack around battery compartment. . The insulin pump was neither bumped nor dropped. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer called in with the following concern that the patient dropped the insulin pump causing a crack on the battery compartment. P cap locked in place properly during testing. Insulin pump was successfully downloaded using. Proceed it with the following testing to assure proper functionality of the insulin pump. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error. During download review a broken force sensor was detected during seating or regular delivery alarm confirm in long trace download file on (B)(6) 2021 at 12:03:00 hour. Proceed it by cutting insulin pump open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determine that the ingress of water corroding electronic assemblies, motor assembly force sensor traces and keypad assembly causing electrical short. Force sensor zero offset within spec i.e 22.8 millivolt. Insulin pump also received with cracked keypad at select button, cracked case near battery tube and cracked battery tube threads. In conclusion insulin pump came in with critical pump error alarm trigged by a broken force sensor was detected during seating or regular delivery alarm. A broken force sensor was detected during seating or regular delivery alarm due to moisture damage on electronic assemblies. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.